Manufacturer narrative:
The pod will not be returned for eval. We are unable to confirm any device malfunction that may have resulted in the over-delivery of insulin, causing low bg levels. No specific failure mode was cited in the report. Based solely on the info provided in the report, we are unable to conclude that the pod was, or may have been, a contributing factor to the hypoglycemic event experienced by the customer, resulting in the car accident. No conclusion can be drawn. Built into the prod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). The pod lot number was not provided. A review of lot qualification data could not be performed.

Event description:
The customer reported that he "wrecked his truck" in a car accident "because he had a low blood sugar." Paramedics had checked his bg level, which was 43mg/dl - he "blamed the pod" for the low bg. No specific issue with the pod was cited. No add'l info about the accident or the treatment that the rec'd was provided. The pod will not be returned for eval. Note: the accident had occurred in november 2010. The event was only called in now because he had recently a reorder of pods, but he had stopped using the omnipod system after the accident.